Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus and stomach during a gastrointestinal dilatation performed on (B)(6) 2023. During the procedure, it was noticed that the balloon ruptured at 6 atm during inflation to 15mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the balloon was torn longitudinally. Microscopic inspection confirmed the balloon had a longitudinal tear. The catheter of the device was carefully inspected, and no damages were found. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst could not be confirmed. The balloon being torn longitudinally could have been interpreted by the customer as the reported event of balloon burst. The tear is likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing a longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus and stomach during a gastrointestinal dilatation performed on (B)(6) 2023. During the procedure, it was noticed that the balloon ruptured at 6 atm during inflation to 15mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf code a0402 captures the reportable event of balloon burst.